Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k923607. The actual sample was received for evaluation. Review of the cine image provided by the user found that the procedure was performed in the tortuous vessel, and the distal tip (radiopaque part) of the actual sample had broken off in the vessel. Visual inspection of the actual sample revealed that the distal tip had broken off at approximately 25 mm from the distal end. Magnifying and electron microscopic inspections of both broken ends revealed that the distal ends had been tapered off; the core wire was exposed; the outer layer of the proximal portion had been elongated. Based on this, it was likely that the actual guidewire was subjected to a pulling load, which resulted in the breakage of the outer layer. Electron microscopic inspections of the core wire removed from the outer layer revealed some radial streaks on the broken surface of both portions. The outer diameter of the actual sample was measured on the part other than the broken-off sections and confirmed to meet the factory's control criteria. Mechanism of breakage of guidewires: it is known from our past experiments that the guide wire may get broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of breakage. Pulling load to a test sample kept in a loop shape: the broken ends are curved, and the broken surface is rough. This state is different from that observed in the actual sample. Repetitive bending load at a 90-degree angle: the broken ends have not been deformed in a curve shape. Dimple pattern was observed on the broken surface. This state is different from that observed in the actual sample. Continuous one-way torque load to a curved guidewire: the broken ends have not been deformed in a curve shape. Radial streaks are observed on the broken surface. This state is similar to that observed in the actual sample. One-way pulling load: the broken ends have been tapered off. This state is different from that observed in the actual sample. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was broken off as the actual sample, held in a curve shape was subjected to a one-way torque load, which resulted in the disconnection of the core wire. Subsequently, when the actual sample was manipulated in the withdrawal direction, the pulling load worked on that area causing the outer layer to be elongated and torn off. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved glidewire gt was used during the procedure. A b-rto case. They inserted a micro catheter combined with a guidewire into a selecon mp catheter, and then tried to advance them to the periphery of a small blood vessel, although experienced difficulty because the vessel was thin. There was a slight feeling of being caught. After continuing the procedure for about 1 hour in that state, it was judged that the distal tip (radiopaque part) of the guidewire was fractured as the distal tip was found unmoved and remained in the vessel. The fracture distal tip was retrieved with a snare. When the distal tip was retrieved, the procedure had been prolonged, so the procedure was stopped as it was. The procedure outcome was not reported. The patient was not harmed.